Event description:
Approximately a month and a half post index procedure, the patient had another procedure done to treat an 80% lesion in the left distal common carotid artery. The lesion was eccentric and 50mm in length. The vessel was mildly tortuous and 6mm in diameter. The lesion was pre-dilated. An angioguard was placed and two precise stents were successfully implanted. During post-dilation, with an aviator balloon catheter, it was noted that the patient was less responsive and not speaking. There was a spasm noted around the filter basket. Therefore, the basket was removed. The patient was diagnosed with am ischemic stroke. The patient is still hospitalized with residuals. The patient had a neuro consultation and a medical consultation along with an EKG and echocardiogram. All tests were normal. The patient was enrolled in the (B)(4) study with a 90% lesion in the right mid common carotid artery. The lesion was eccentric, mildly calcified and 20mm in length. The vessel was mildly tortuous and 5mm in diameter. The lesion was pre-dilated. An angioguard was placed and a precise sent was successfully implanted. The patient was discharged the next day.

Manufacturer narrative:
Approximately a month and a half after having a stent placed in the right mid common carotid artery the patient had another stent placed to treat an 80% lesion in the left distal common carotid artery. The lesion was eccentric and 50mm in length. The vessel was mildly tortuous and 6mm in diameter. The lesion was pre-dilated and an angioguard was placed and two precise stents were successfully implanted. During post-dilation, with an aviator balloon catheter, it was noted that the patient was less responsive and not speaking. There was a spasm noted around the filter basket at which time the filter was removed. The patient was diagnosed with am ischemic stroke and is still hospitalized with residuals. The patient had a neuro consultation and a medical consultation along with an EKG and echocardiogram. All tests were normal. The product was not returned for analysis. However, a review of the manufacturing documentation associated with this lot was performed, and it was found that no issues were present during the manufacturing and inspection processes. Hypotension and the resultant ischemic stroke are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Vessel spasm is a known potential adverse event associated with any interventional procedure, where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Ischemic stroke is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00423, 9616099-2010-00424, 1016427-2010-00062 and 9610978-2010-00113.